Event description:
It was reported that an ilet insulin pump sustained physical damage when it was bumped during a walk, resulting in a cracked display and loss of touchscreen responsiveness, and the device had been synced prior to shutdown. Symptoms included no injury. Outcomes included the user being unable to operate the device and proceeding with replacement while continuing dexcom cgm use independently. Investigation included complaint intake, user interview, and arrangements for device return and data sync prior to shutdown. Investigation of this case revealed damage consistent with external impact to the display assembly. It was concluded that the event was attributable to accidental physical damage to the pump¿s screen, with no patient harm reported.